Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heating unit was overheating by approximately three degrees celsius. The user facility's biomedical engineer (biomed) stated that the unit was forty degrees celsius when it should be thirty-seven degrees celsius. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. On the initial review, the field service representative (fsr) found the temperature display decreased intermittently. This occurred with the blanket circuit clamped off and out of the circuit. During fsr's investigation, he verified poor flow. The fsr descaled the cooler heater unit and completed preventive maintenance (pm). The unit operated to manufacturer's specification and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.